Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that her daughter's blood glucose was in the 400 mg/dl range. The patient treated via manual insulin injection. The patient's basal rates were also increased but the patient's blood glucose remained high. Troubleshooting did not occur since the patient was not available at the time of call. No products were returned at this time.